Event description:
It was reported during a liver resection the tsw35 was fired across a vessel. The white handle was closed and the black squeezed to fire. The release button was not touched. The jaws popped open half way through the firing cycle. This resulted in one half of a staple and cut line. There was blood loss but the nurse did not know if transfusion was required. The surgeon sutured to stop the bleeding. The instrument was not saved to return.